Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: happened in the palliative care department. The catheter was inserted on (B)(6) at 8pm. The balloon had been tested. Urines were clear and the flow was good. On 03 march whilst washing the female patient, the catheter was leaking (major leak). Urines were slightly troubled (no sediment). Clinical consequences: the patient had the catheter inserted in order to facilitate her comfort and decrease her need to move. No patient injury.

Manufacturer narrative:
Qn#(B)(4). Complaint 8040412-2020-00146 is being retracted. The customer reported that the initial reported catalog number was incorrect. The correct catalog number 171100-000160 is not sold in the us therefore report 8040412-2020-00146 is retracted.